Event description:
It was reported that on (B)(6) 2024 a patient presented grade 5 tricuspid regurgitation (tr), with an enlarged atrium, and a large posterior septal gap for a triclip procedure. Two clips were implanted. Upon deployment of the third clip, a single leaflet device attachment (slda) was noted. The clip was detached from the posterior leaflet and remained attached to the septal leaflet. A fourth clip was implanted to stabilize the third clip. The final tr grade was 3. Per the physician the slda was due to the large gap between the septal and posterior leaflets.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip actuation issue appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.